Event description:
It was reported that the customer experienced a tandem mobi cartridge alarm. There was no adverse impact to the customer¿s blood glucose level. The customer was advised by technical support to continue using the current pump and return the problematic pump to tandem for replacement. Technical support arranged for a replacement pump to be sent and provided instructions on placing the original pump in storage mode before returning it with a pre-paid label within ten days.